Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence; pelvic organ prolapse on (B)(6) 2010 and mesh was implanted into the patient. An ams elevate had previously been implanted on (B)(6) 2009. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat genuine stress urinary incontinence, a suspected intrinsic sphincter deficiency and pelvic organ prolapse on (B)(6) 2010 and mesh was implanted into the patient. The patient experienced pain, erosion of her internal tissues, and the patient has undergone additional surgeries and revisionary procedures. It was reported that following insertion the patient experienced pain and urinary problems. No additional information is provided at this time. (B)(4).

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.